Manufacturer narrative:
Inspected 1 random opened/used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose values was 95 mg/dl, 315 mg/dl, 95 mg/dl and the sensor glucose was 57 mg/dl, 276 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 95 mg/dl. Suspend on low limit in sensor settings was 57 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.